Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's blood glucose was 326 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they experienced dizziness. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.